Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to release from the catheter; however, upon removal of the catheter, the tissue was torn causing bleeding. The procedure was completed with another resolution clip device. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip was fully deployed and the clip assembly was not returned. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to release from the catheter; however, upon removal of the catheter, the tissue was torn causing bleeding. The procedure was completed with another resolution clip device. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.